Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was presented to the emergency department with chief complaint of possible gastrostomy-jejunostomy (gj) tube displacement and acute on chronic hypoxia. The patient was enrolled into hospice care. On the evening of (B)(6) 2015 the patient was found pulseless and without spontaneous respiration and was pronounce dead. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.